Event description:
Caller reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in bgs above 500 mg/dl or below 54 mg/dl. Customer was assisted by customer technical support to update the pump time and advised to monitor the situation, acknowledging instructions if the discrepancy recurred.